Manufacturer narrative:
Citation:  mew et al. First-in-human: leaflet laceration with balloon mediated annihilation to prevent coronary obstruction with rad iofrequency needle (llamacorn) for valve-in-valve transcatheter aortic valve replacement.  Catheter cardiovasc interv. 2024 nov;104(5):1079-1085. Doi: 10.1002/ccd.31195. Epub 2024 sep 3. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding valve leaflet laceration with balloon to prevent coronary obstruction during valve-in-valve transcatheter aortic valve replacement. The study population included five patients who were predominantly female. Multiple manufacturer¿s devices were implanted in the study population; one patient was implanted with a medtronic evolut pro+ bioprosthetic valve. The patient in case# 1 presented with a decompensated 29 mm evolut pro+ valve which had been implanted at another facility. An echocardiogram showed severe transvalvular aortic regurgitation with a left ventricular ejection fraction of 65%. A computed tomography (CT) revealed evidence of hypoattenuated leaflet thickening (halt) likely due to a constrained valve with leaflet pinwheeling and altered flow dynamics. Three months of anticoagulation medication were prescribed without improvement. Due to the high risk of left main coronary artery occlusion, the patient subsequently underwent a valve-in-valve transcatheter aortic valve replacement (viv-tavr). The procedure included purposeful laceration of an evolut pro+ leaflet by balloon to prevent coronary obstruction and successful implant of a non-medtronic transcatheter valve inside the evolut pro+ valve. At the 30-day follow-up the new valve showed only trivial paravalvular leak. No further information was provided pertaining to medtronic products.